Manufacturer narrative:
(B)(4).

Event description:
A voluntary medwatch report was received on december 17, 2024. It was reported that a broken needle or cannula occurred.. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.